Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus australia & new zealand (oaz) made conscientious efforts, but was not able to obtain information about the reprocess method from the user facility. From device inspection results, a leakage from the instrument channel may have affected the occurrence of the reported event. Similar events have occurred in the past at the user facility. The exact cause of the reported event could not be conclusively determined. Based on the following investigation results, olympus medical systems corp. (Omsc) was unable to determine the relevance of the reported event to the device. -as a result of the microbiological testing performed after the reprocessing by the user facility, bacterial growth was confirmed. -the reprocessing process carried out at the user facility is unknown. -oaz did not perform microbiological testing on the device and could not confirm whether the reported phenomenon was reproduced. -there was a leakage from the instrument channel of the device. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. -there was a leakage from the instrument channel. -the insulation resistance value at the distal end was out of specification. -the bending section was heavy, under tension, or the angulation was out of specification. -the light guide lens was chipped or cracked. -the adhesive of the bending section rubber was broken. -the universal cord was buckled or wrinkled. -there was a cut in the cover of remote switch 1. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of three microbiological testing by the user facility, following microbes were detected from the sample collected from the device. [First time; (B)(6), 2021] -pseudomonas aeruginosa (24 cfu) -citrobacter farmeri (1 cfu) -stenotrophomonas maltophilia (2 cfu) [second time; (B)(6), 2021] -pseudomonas aeruginosa (10-100 cfu) -klebsiella oxytoca (<10 cfu) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.